Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a apollo catheter was occluded with onyx and ruptured in the distal section. Just before the end of first injection onyx, the physician waited for the onyx to be fixed, he tried to push again onyx but it was difficult. The distal tip was trapped inside the nidus, continued to push the onyx but the apollo ruptured before the detachment part. The product will be return to be analyzed. There was friction or difficulty during injection. There was force applied during the delivery or removal. The catheter tip was entrapped or stuck, the catheter was not stuck in the guide catheter. No surgical or medical intervention was required. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was being treated for an arteriovenous malformation (avm). Vessel tortuosity was normal. The access vessel was the right vertebral with a diameter between 4-6mm. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the dead space of the delivery catheter was filled with dmso. There was no friction or difficulty during flushing or injection. There was no kink or damage on the catheter. The physician paused during injection (2 minutes) with no resistance. The injection rate was followed as indicated in the competitor¿s IFU. The liquid embolic agent did not get embedded in an unintended location.